Manufacturer narrative:
H6: additional codes: annex a annex es annex f annex g medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was symptomatic due to severe aortic stenosis and bioprosthetic valve failure; however, the patient was showing no distress. Soft murmur was observed. It was noted that the transcatheter bioprosthetic valve was well-seated. Mild-moderate aortic regurgitation, moderate-severe stenosis, atrio-ventricular (av) mean gradient of 40 mmhg, av peak gradient of 64 mmhg, and av peak velocity of 4.0 m/s were observed. Mild mitral valve thickened leaflets, moderate mitral annular calcification, mildly thickened sub valvular apparatus with no restricted motion, mild-moderate mitral regurgitation with an eccentrically directed jet and no stenosis were reported. Additionally, no tricuspid valve restricted motion was reported. Mild-moderate tricuspid regurgitation was observed. Estimated right ventricle systolic pressure was 75 mmhg. Severe pulmonary hypertension was present, but no stenosis was noted. The patient was reported to be at high risk for open aortic valve replacement (avr) explant of transcatheter aortic valve replacement (tavr). The team planned to consider tavr in tavr compared to high-risk redo avr with tavr explant; benefits and risk were discussed. It was reported that the team will proceed with full evaluation including computed tomography angiogram tavr and right/left-heart catheterization. No intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years 2 months following the implant of this transcatheter bioprosthetic valve, an unknown valve failure occurred. No additional details were provided. No adverse patient effects were reported.